Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, the pvl most likely was due to the sub-optimal valve position. For the optimal placement of the bioprosthesis, per corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). Hypotension is a known potential adverse effect per corevalve IFU, and is an effect that is highly dependent on the patient's pre-procedural condition. Hypotension can occur despite a normally-functioning device or model implant procedure.

Manufacturer narrative:
Additional information was received that following the unsuccessful implant of a transcatheter bioprosthetic valve in a low position below the annulus, this valve was implanted in a higher targeted location, but resulted in moderate to severe paravalvular leak (pvl) and low blood pressure. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the unsuccessful implant of a transcatheter bioprosthetic valve in a low position below the annulus, this valve was implanted in a higher targeted location, but resulted in aortic insufficiency and low blood pressure. A third valve was successfully implanted valve-in-valve within the second valve. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A separate report has been filed on the first valve. (B)(4)